Event description:
While wearing the external equipment, the pt reportedly experienced intermittencies. The pt was seen at the center for device evaluation. External equipment was exchanged. The pt continues to be monitored by the center.